Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was informed that pump reset was part of routine system check and a built-in safety feature, was educated that certain pump settings and sessions would reset and need manual restarting after such events, acknowledged this information, and successfully resumed insulin use with no additional issues reported.